Event description:
It was reported through the attorney for the pt, as a result of a legal claim that allegedly, "on (B)(6), 2010 the pt fell and suffered right intertrochanteric, subtrochanteric hip fracture." It was further alleged that, "the pt saw a surgeon at the marshall county medical center and underwent open reduction surgery to repair the fractured bone on (B)(6) 2010, at which time a stryker gamma nail was implanted to stabilize the fracture bone." It was further alleged that, "the pt began complaining of discomfort on the right side that had persisted since suffering a fall the month prior. The pt underwent a revision on (B)(6) 2010."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No add'l info is available at this time. The devices are not available due to the ongoing litigation.